Manufacturer narrative:
Corrections: a1: updated "patient identifier". The manufacturer's reference number: (B)(4).

Manufacturer narrative:
Corrections: e1: updated "address". Manufacturer reference #: (B)(4).

Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: comp-(B)(4).

Event description:
It was reported that a patient using a daybreak device experienced discomfort described as unbearable jaw pain. The patient reported that the device was not comfortable and that they removed it during the night due to discomfort. The patient also reported waking up throughout the night, with associated teeth and jaw pain and headaches. The patient indicated a history of migraines. The patient reported attempting to alleviate the issue by running the device under warm water, trying different bands provided with the device, using warm compresses, and performing jaw exercises. The patient also reported experiencing temporalis pain. No additional information was provided.